Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes, chapter 11 / page 119. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The patient reported that she went to the emergency room (ER) for low blood glucose levels. Her blood glucose reached as low as 50mg/dl while wearing the pod on her back for between 36 and 48 hours. She kept dropping, even with taking 6-10 glucose pills; she was also experiencing nausea and vision changes. In the ER, the patient was advised to completely suspend insulin. Treatment included IV dextrose and IV zofran, as well as drawing some labs. She was diagnosed with hypoglycemia. Upon leaving, once stabilized at a decent blood glucose level, the doctor gave her a prescription for lantus and told her not use the pump until touching base with the company and her doctor. The patient's blood glucose history is as follows: (B)(6). The patient's last bolus, of less than 10 units, was at 1:00pm for both a correction and meal.